Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed and the root cause is undetermined.

Event description:
It was reported that unspecified bd¿ catheter leaked. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via post market survey that the clinician encountered occurrences of leakage (10), hematomas (3), needlestick injury (before use on patient) (1), infiltration / extravasation (1), and needle through catheter (5).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Initial reporter additional phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ catheter leaked. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post market survey that the clinician encountered occurrences of leakage (10), hematomas (3), needlestick injury (before use on patient) (1), infiltration / extravasation (1), and needle through catheter (5).